Event description:
It was reported that the right atrial lead exhibited noise and variable p-waves. Chest x-ray revealed micro-dislodgement. The thresholds and impedance were noted to be stable. The patient was asymptomatic and in stable condition. The lead was explanted and replaced on (B)(6). The patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.